Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. The loss of pacing observed in the field was consistent with low battery voltage. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Lithium clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented to clinic with symptomatic bradycardia, noting that they felt sluggish and not like themselves. The implantable cardioverter defibrillator was determined to be at end of life and was unable to provide pacing or be interrogated. A previous device interrogation in (B)(6) 2020 showed a longevity estimation of over 2 years, and as of (B)(6) 2021 a remote transmission showed that the longevity was still good. The device was explanted and replaced. The patient was in stable condition.